Manufacturer narrative:
Customer stated there were similar problems with another analyzer, however, specific info was not provided. H3: service was dispatched (B)(4) 2009 and did not note any hardware issues that would have contributed to this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed using different analyzer. The test results were within the normal range. No reports of death or serous injury, and no affect to pt treatment as ar result of this event.